Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2003; 4193-88 lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient presented to the emergency room after the right ventricular (rv) lead triggered an alert for high superior vena cava (svc) impedance. A fracture was suspected. The svc coil was turned off and the lead remains in use. No patient complications have been reported as a result of this event.